Manufacturer narrative:
Product analysis: analysis indicated that the external pulse generator (epg) had an out of specification printed circuit board (pcb) and an error in the log. The epg was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) returned as a trade-in subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.